Event description:
Brightview system failed to setup with message 'tang. 1 stopped prematurely.' Radius drive leadscrew was found to be defective and the bearing seal broken with the bearings falling out. The system had been installed 21 days when leadscrew failed for det 1 and 7 days later, the leadscrew for det 2 failed.

Manufacturer narrative:
It had been determined that during the radius drive assembly process, the ball bearings can become lodged in an incorrect location, causing the radius drive assembly to seize up or fail, such that the detectors slide down. Thus, the root cause had been determined to be incorrect assembly and/or inspection of the radius drive assembly. The radius drive assembly was assembled and inspected by the vendor prior to shipment to philips. Further, philips installed a safety plate to the assembly in order to prevent the detector from sliding to its hardware limit, in the event that the radius drive fails. The likelihood of this event leading to detector sliding is unexpected to occur. (B)(4).